Event description:
It was reported that after preparing the intra-aortic balloon (iab), the hospital staff tried to insert it into the sheath introducer which was already inserted in the pt's left femoral artery. At that time, the balloon became stuck inside the sheath and could not be advanced. As a result, both the sheath and iab were removed from the pt and a new set was opened and successfully used. They stated that they prepared the balloon following the IFU; to attach the one-way valve and pull a vacuum on the balloon inside the kit, removing it as instructed. Add'l info received on (B)(6) 2010, by the distributor stated that the same insertion site was utilized when replacing the iab as they were able to keep the spring wire guide (swg) in place. There was some bleeding reported from the insertion site, but no excessive blood loss.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.